Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d1, g3, g6, h1, h2, h3, h6, h11.   H6-component code- suggested code: mechanical (g04) - drill. Visual examination of the returned product identified signs of repeated use (surface scratches) and the device is fractured, with all pieces returned. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. Complaint is confirmed with the product return. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the drill bit fractured during the procedure. There was no patient impact or harm reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.